Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd¿ sedi-40 instrument blood collection tube is filled over the draw line. Found before use. No reports of serious injury or medical intervention noted.found during use. No reports of serious injury or medical intervention noted.

Manufacturer narrative:
Investigation summary: bd received the instrument from the customer facility for investigation. The instrument was tested/evaluated and the customer's indicated failure mode for the instrument generating errors was not observed as all specifications were met. Overall, the instrument was found to be functioning properly. Investigation conclusion: based on evaluation of the instrument no issues were observed as the instrument was found to be functioning properly. Root cause description: based on the investigation, a root cause could not be determined. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.